Event description:
It was reported via phone call, that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 135 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to lcd keypad connector unlocked(act and esc buttons). Insulin pump had minor scratched display window and cracked reservoir tube